Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, the nurse of a (B)(6) female patient contacted zoll customer support to report that the patient developed an open wound under her breast due to constant rubbing form the lifevest. The patient had gained about 20 pounds and was refit with a new garment. There was no further follow up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.